Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2012 gamma3 long nail surgery was performed. Then on (B)(6) 2013 nail breakage was revealed. Revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the long nail kit was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was heavy drill marked within the anterior bridge of the proximal lag screw hole; the bridge material was abraded. The anterior breakage line was found within the drill marked area. This miss drilling effect did weaken the anterior bridge and caused a notching effect on the lateral side that favors the nail breakage. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks and abraded bridge material), that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step. The nail broke due to a fatigue fracture. Medical evaluation: the x-rays were evaluated by a medical expert via phone call on (B)(4) 2013. According to him the fracture is a complicated multi fractured subtrochanteric femur fracture. Furthermore, the fracture was treated without a sufficient bone reposition; a big gap is visible on medial. Therefore, all loads were applied directly to the nail. Instable fractures shall be treated with a zero- or minimum weight bearing (max.: 10 to 20kg); walking with crutches applied too many forces to the implant and femur. Also the new plate and screws shall be treated with zero weight bearing. Furthermore the customer reported that the patient was fallen. All in all the nail broke due to a fatigue fracture, contributed by an intra operative damage and by patient conditions. No discrepancies were detected during risk analysis review.

Event description:
On 2012 (B)(6) gamma3 long nail surgery was performed. Then on 2013 (B)(6) nail breakage was revealed. Revision surgery was performed on 2013 (B)(6).